Event description:
It was reported that pump displayed malfunction alarm malf 16 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction alarm recurred after reset, and pump replacement was arranged.